Event description:
Implant was placed 07/95. Doctor tested stability of implant-it was spinning in the surgical site. Implant was removed due to mobility. Implant was never loaded. One person affected.